Event description:
The customer reported that there was an unrecognizable banding artifact which resulted in a misdiagnosis. The pt received a f/u magnetic resonance imaging (MRI) study to confirm pathology. The MRI determined the presence of an artifact. The field service engineer conducted a temperature correction calibration and upgraded the data measurement system (dms) to a tile version which does not have the ring artifact. The system is now fully functional and no artifact is present. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).